Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a open wound irritation under the patch. Patient described the area as bleeding, broken skin, blisters, red - raised. There was no alleged device malfunction contributing to the open wound. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.